Manufacturer narrative:
(B)(4). The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is indicated. The 510k number provided is for the domestic similar product. Although requested, device has not been received. A follow-up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Patient had inotropes, tpn and heparin flush infusions running through the right internal jugular venous catheter. The clinician noticed moderate amount of blood on the patient's bed linen around the cvc. They immediately clamped the line and on closer inspection found that a smartsite needlefree valve had broken. The female luer adaptor (fla) had separated from the clear casing.